Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-04-16 were reviewed. No hypoglycemia was found on 2024-04-16, but an event was found on 2024-04-17. This log review includes the presumed event date of 2024-04-17. The ilet was initialized on 2024-04-16, the day prior to the event. No instances of malfunction alerts were found in the device engineering logs. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs.body weight, audio setting (high) and cgm alert settings (on) were not changed from initial set up on the day prior to the event. The cartridge was filled, and the infusion set was placed as part of the initial set up on 2024-04-16 at 11:29 am. Two "usual" breakfast meals are announced on 2024-04-17 prior to the hypoglycemic event. The first dose was given at 10:39 am when cgm glucose was 141 mg/dl and stable. There is a brief rise in cgm glucose after the meal before it comes back into range. The second dose was given at 12:29 pm when cgm glucose was 127 mg/dl. Each dose is 3.4 units. Insulin dosing was suspended immediately following the second meal dose. The cgm glucose goes below range approximately 40 minutes after the second meal dose. Cgm glucose was 70 mg/dl or lower for the next hour, with a total of 20 minutes spent less than 54 mg/dl and a nadir cgm glucose of 42 mg/dl. A "usual" breakfast dose of 3.7 units was delivered on the day prior to the event at 8:43 pm when cgm glucose was 207 mg/dl. This meal announcement did not result in hypoglycemia. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. None of these alerts were acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by delivering insulin in response to user-initiated meal announcements and delivering or suspending insulin in response to rising and falling cgm glucose values. The assignable cause for this hypoglycemic event is likely that the user overestimated the carbohydrate content of their meal, resulting in an excess of insulin relative to what they needed. In addition, failure to promptly respond to the alerts likely contributed to the severity of the event. The user was re-educated appropriately.

Event description:
On 4/18/24 an ilet user reported they experienced a low blood glucose (bg) event. The user reported the event occurred on 4/16/24. However, upon review of the ilet data logs there was no evidence of a low bg event on 4/16/24. There was evidence of a low bg event on 4/17/24. The user reported they are new to the ilet and had yogurt for breakfast. The user then announced a "usual" meal for breakfast. The user then went to an outpatient clinic appointment and while there, their bg dropped to 42 mg/dl. The clinic doctor and nurse assisted the user by providing 2 cookies to treat the low bg. The user reported experiencing blurry vision, nodding out, shaking, sweating, could not stand and was on the verge of passing out. The beta bionics customer care agent educated the user on meal announcements and accurate carb awareness based on meals and the ilet will continue to learn.